Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the device was noisy and had low speed and low power resulting in poor cutting. No adverse patient consequences occurred.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The evaluation found that a cpc misalignment and a defective coupler prevented the hand piece from rotating properly and quietly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods released criteria.